Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "high" with an unknown cause. Elevated bg was addressed via a correction bolus. System check with tandem technical support confirmed that the pump was functioning as intended. However, reportedly the customer is using insulin and cartridge's beyond labeling. Tandem technical support educated the customer to replace the cartridge every 48 hours if using humalog and 72 hours if using novolog.